Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported failure (arm 1 not reading the sterile adaptor) was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as instruments not being recognized, not reading sterile adaptor. The usm was also tested on a psc fixture test platform (pftp) and passed all other tests. The carriage presence pins will be replaced as fix.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting issues with the sterile adaptor, an investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. Fse found that the universal surgical manipulator (usm) press pins were damaged. Fse replaced the usm to resolve the issue, however, the new part was not functioning. Fse went back on (B)(6)2023 and replaced the part to resolve the issue. Isi received the usm for the failure analysis; however, the investigation is still in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A supplemental MDR will be submitted if any additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the customer had issues with the sterile adaptor not being sensed on arm 1 of the patient side cart (psc). The customer continued the procedure using arms 2, 3, and 4. The customer stated they had reseated all sterile adapters. Technical support engineer (tse) reviewed error logs and found no errors with arm 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: delay of less than 15 minutes. The patient demographic information was not available.